Event description:
Report indicates cuspal tears, perforations, and central regurgitation. Aortic insufficiency iii.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: the exact cause of the event cannot be determined, but may be related to pt conditions. Analysis: the gross analysis of the returned product shows that the central regurgitation was due to tears in the right cusp. The tears in the right cusp as well as smaller tears in the other two cusps appear to be due to leaflet contact with the bias cloth that covers the outflow edge of the valve. Remnants of glistening white pannus are noted on the stent cloth and the margin of attachment of two cusps. Radiography shows no evidence of mineralization in the valve. Conclusion: the exact cause of the reported event cannot be determined, but may be related to pt condition. There was no reported complication to the pt.